Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade showed damage in the form of multiple bends and kinks. Evidence shows that the device was used in the body as blood was present in the hub of the device. No other damage was noticed. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that tip of the catheter fell off. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, it was noted that the tip of the catheter fell off and could not be used. The procedure was completed with another of the same device. There were no complications reported and patient was stable.

Event description:
It was reported that tip of the catheter fell off. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, it was noted that the tip of the catheter fell off and could not be used. The procedure was completed with another of the same device. There were no complications reported and patient was stable.